Event description:
It was reported that there were high impedances following a hip hematoma evacuation using cautery, and that the device was inappropriately shocking for 10 minutes. It was also reported that there was oversensing, a possible lead fracture, and that the patient reported falling and sustaining a hip injury a month earlier. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there were high impedances following a hip hematoma evacuation using cautery, and that the device was inappropriately shocking for 10 minutes. It was also reported that there was oversensing, a possible lead fracture, and that the patient reported falling and sustaining a hip injury a month earlier. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed; no anomalies found. Save to disk data reviewed detected high impedance measurements on the rv and a pace portion of the system. Further analysis of the lead indicates that more than one setscrew mark is located too proximal on the pin of the lead for optimal performance. This may have contributed to the reported oversensing condition. It was reported that there were high impedances following a hip hematoma evacuation using cautery, and that the device was inappropriately shocking for 10 minutes. It was also reported that there was oversensing, a possible lead fracture, and that the patient reported falling and sustaining a hip injury a month earlier. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high lead(s), fracture of oversensing shock, inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; further analysis of the lead indicates that more than one setscrew mark is located too proximal on the pin of the lead for optimal performance; full lead analyzed. (B)(4) preliminary analysis could not confirm failure symptoms, and further analysis also was not able to confirm the failure symptoms initially. However, excessive leakage was later found in a hold capacitor. After applying a slightly higher bias (6v) across the capacitor (rated for 10v), an intermittent dc leakage into the microamp range was observed. When in the high leakage condition, the capacitor supply was loaded to a point that would result in low gate drive voltage to the blocking fets (field effect transistor) used on the pacing outputs. The leakage levels documented in the hold capacitor would account for both oversensing and high lead impedances at the system level, as dc leakage current in the capacitor greater than 2'a would drop the voltage level of the capacitor, and thus the gate drives to the blocking fets. The intermittent nature of the failure symptoms would also account for the inability to confirm the failure during preliminary and later analyses. No further analysis was performed on the capacitor or the hybrid in the interest of preserving the failure condition. Device data reviewed detected high impedance measurements on the rv and a pace portion of the system. This may have contributed to the reported oversensing condition.